Event description:
Double lumen tube connector fell apart while patient was intubated and anesthetized. The connector fell apart in a place where it was not supposed to be able to fall apart, it appears the glue gave way.